Manufacturer narrative:
Manufacturer has tested the retain samples and found the retain samples within specification. We didn't get the brush back for further evaluation.

Event description:
Bristles falling out. Reporting on behalf of high ridge brands.